Event description:
It was reported via repair work order that the patient foot left side rail was broken off the bed. It was further reported that the litter was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the bed is non-repairable the frame is bend beyond repair.